Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 59 mm diameter abdominal aortic aneurysm. The patient was at the ER approximately 54 months post implant for an issue unrelated to the treated aneurysm. The patient was brought to the or for an angiogram where a type iii endoleak on the right lateral wall just at the bifurcation was identified. The physician decided to place a 32/32/49 endurant cuff proximally in the hood of the original bifurcated stent graft. The physician then relined the limbs with an endurant 16/16/124 on the right and a 16/20/124 on the left and the endoleak was successfully resolved. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation results are: the exact cause of the possible type iii fabric endoleak could not be conclusively determined from the films provided. The pre-implant anatomy, films during implant procedure, earlier post-implant films, and films during secondary intervention were not provided. From the films provided, contrast was seen outside of the stent graft, along the upper right/lateral aneurysm wall. No obvious suture break, stent dislocation, or stent fracture was seen near the area of the contrast. The source of the contrast appeared to be from the bifurcate ipsi limb, just below the flow divider, from a possible type iii fabric endoleak. A localized area of calcification was observed on the right/anterior wall of the aneurysm, near the area of the contrast. The bifurcate ipsilateral limb was in close proximity to the calcification. It is possible that erosion over the calcification over time may have contributed to the possible type iii fabric endoleak. Films during the secondary intervention where the an aortic cuff and two limbs were implanted which resolved the endoleak were not available for return.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.